Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol)was scratched by the plunger during implantation. The scratch was only visible after implantation. Reportedly, the damage occurred during the turning of the plunger and after pushing the iol forward. The lens was removed and replaced with a new lens during the same procedure without any complications. No further information was provided.

Manufacturer narrative:
The complaint unit was returned to the manufacturer for evaluation. One broken lens (1-piece model) was received in a separate bag. The cartridge component was observed correctly engaged into the lower body of the pcb00 device. The plunger component was observed in a fully advanced position. No defects in the plunger/pushrod tip were identified. No manufacturing defects were observed that could impair functionality in the device. Visual inspection at 10x microscope magnification was performed on the lens, which was received separate from the pcb00 device. Since there was no lens inside the pcb00 unit, the broken lens received belongs to the claimed preloaded system. The lens was observed with a large cut from the edge across the optic zone. One haptic was observed broken. The broken haptic piece was not returned. The condition observed in the lens is consistent with a lens that has been cut due to the lens removal process. Due to the fact that the lens was cut during surgical process, the reported issue of lens scratched could not be confirmed. Also, the reported plunger rod issue was not confirmed in the returned sample. A manufacturing record review was performed and the pcb00 units were reviewed manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the historical complaint review, manufacturing record review, analysis of the return, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.